Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in a stored untreated episode. The electrode was subsequently repositioned. Approximately six months later, this system then exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This system remains in service. No additional adverse patient effects were reported.